Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of feeding tube detached.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was attempted to be used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2024. During the procedure, the physician reported that the peg tube detached at the transition zone where the hard plastic meets the silicone tubing. The procedure was completed with a second endovive safety peg kit push method. There were no patient complications reported as a result of this event.